Event description:
This is the same event and the same patient reported under MDR ID #2939859-1998-00177 (collagen corporation). This is the first MDR submitted for the first suspect product. A physician reported a patient who was originally skin tested on 30 march 1998 with negative results. On 29 may 1998, the patient was treated in the nasolabial folds and the chin with two formulations of collagen. On 5 june 1998, the patient was examined by the physician who noted redness, swelling, and hardness without itching at the nasolabial fold treatment sites; exact date of onset unknown. On 12 june 1998, the physician prescribed a medrol dose pack. On 26 june 1998, the patient was examined by the physician and at that time sites were still red. The physician believed the symptoms were probably a hypersensitivity to the collagen. No further medical or surgical intervention was planned.